Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 26-apr-2011, implanted: (B)(6) 2007, explanted: (B)(6) 2020, UDI#: (B)(4). Product ID: 338740, serial/lot #: (B)(4), ubd: 11-apr-2011, implanted: (B)(6) 2007, explanted: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with infection and erosion of the right brain lead connector behind the right ear. The right side deep brain stimulation (dbs) system was explanted including the implantable neurostimulator (ins), lead, and extension. Possible contributing factors included multiple ins replacements, as the patient had dbs for 13 years. The event was considered resolved at the time of this report.